Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found a damaged air detector, a broken dso seal, and a scratched lcd lens. There was no evidence in the device's event history log. Functional testing was unable to duplicate the reported problem; however, found the latch lock is very loose and not stable, and the air detector and dso seal has damages on them. The dso sensor assembly, air detector, and latch lock assembly were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was stated that the pump was over delivering. There was no patient involvement, the event occurred during preventive maintenance.